Event description:
Patient spontaneously reporting last week pump (B)(4) would not prime. Screen blank when press for prime. Patient switched to second pump. No side effects or loss of infusion resulted from malfunctioning pump. Replacing pump and patient will return malfunctioning pump. Is the actual device available for investigating? Yes. Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes was any medical intervention provided? N/a. Reported to (B)(6) by: patient/caregiver. Dose or amount: 60nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2010 to current. Diagnosis or reason for use: pah.